Event description:
It was reported that during an unknown procedure the white tissue pad fell off. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: v96593. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad lifted to the distal side and not detached as reported. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. This is not a common occurrence; it is possible that the pad tip made contact with something that could have lifted it. No other anomalies were noted. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4) date sent: 7/22/2022 d4 batch #: v9690y a manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.